Event description:
It was reported the camera head had a blurry image. The malfunction was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "blurry image" was confirmed and was due to bad cable. Additionally, the device evaluation found failed water leak test from the cable. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.